Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 14-feb-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained in the 500's mg/dl; exact results were not provided. The customer¿s expected am fasting blood glucose test result is 152 mg/dl. The customer feels well and did not report any symptoms. Several weeks ago, wife stated that customer had been feeling lethargic and sluggish and she had taken him to the hospital. The diagnosis had been high blood glucose and customer had been given insulin. Customer had been advised to follow-up with his physician. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2024 and open vial date is one month. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 30-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.